Event description:
A trilliant surgical sales representative contacted sales support on 04/30/2019 to report that four (4) 2.4mm tiger cannulated screws were removed because the patient was experiencing pain, but fusion had occurred. Original implantation information is unknown. When all four (4) screws were received at corporate, it was realized and confirmed that this incident involved 2.0mm tiger cannulated screws instead of the 2.4mm tiger cannulated screws that were previously reported.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-11 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be the onset of patient pain. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (UDI) # (d4) could not be confirmed. See below for discussion 6. Implanted date (d6) was not reported. 7. Reprocessor name and address (d9) n/a to this report. 8. Concomitant medical products and therapy dates (d11) not reported. 9. As a result of item 5 above, device manufacture date (h4) could not be confirmed. 10. Section h9 n/a to this report. 11. No files attached to this report. Corrected information provided in follow-up submission: b5 - description of event or problem was edited to not identify any physician or institution by name. D2 - common device name corrected, product code was correct in initial submission. D3 - fax number added. D4 - model #, catalog #, serial #, lot #, unique identifier (UDI) #. D10 - returned to manufacturer date corrected. Section f n/a to this report. G1, g2 - fax number added. G3 - health professional and distributor selected, while company representative is deleted. H7 - patient monitoring not selected, other selected. H10 - corrected data. Additional information provided in follow-up submission: g1 - name, email, telephone updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative. Additional investigation conducted 03/20/2020: lot numbers could not be identified for this event. The original implant information is unknown. The invoice number is unknown. The inventory type is unknown. Thus, device history record (DHR) review could not be conducted for this event.

Manufacturer narrative:
An event was reported where four tiger cannulated screws were removed due to a patient experiencing pain. It is unknown how long the screws were implant before prior to the event occuring. The screws and driver from the removal were returned to corporate for evaluation. The drive features of 3/4 screws had stripped during the removal, but were otherwise in-tact and in good condition. An isolated root cause for the patient experiencing pain was not able to be determined.

Event description:
(B)(4), our trilliant sales representative, contacted sales support on april 30, 2019 to report that four tiger cannulated screws were removed because the patient was experiencing pain but fusion had occurred. Original implantation information is unknown.